Manufacturer narrative:
During troubleshooting, the ccc specialist asked the operator if the event log had been checked for error code 500 03 01 in relation to urgent medical device correction (B)(4). The customer stated that they had received the umdc, but had not checked the event log for the error code. The operator then checked the event log from the time the result posted and the operator discovered that the error code 500 03 01 had posted. The ccc specialist then had the operator check the lis to see if it had the correct patient demographics for the patients, which it did. The results released from the lis were for the correct patients and no corrected reports were required. Siemens healthcare diagnostics has identified an issue with patient demographic information sent to the lis from the advia centaur®/advia centaur® xp immunoassay systems. Siemens has confirmed that under extremely rare circumstances patient demographic data from the previous order received from the lis is merged with the next order. This issue can occur when the lis data buffer on the advia centaur system becomes full and a particular character is found in the last five locations in the lis data buffer. In this case, the incorrect patient demographic information will be transmitted to the lis and will be displayed on the advia centaur user interface and instrument generated printed reports. Urgent medical device correction (umdc) (B)(4) entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers in the united states and urgent field safety notice (ufsn) (B)(4) entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers outside the united states in (B)(4) 2014. The umdc and ufsn describe the issue and provide actions for customers to take if their instrument is interfaced to an lis system that transmits patient demographics with each order.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) and stated that results for two different patients had the same patient demographics associated with them. There are no known reports of patient intervention or adverse health consequences due to one patient sample demographics being merged with another patient's sample.